Event description:
It was reported the customer received the following results on the nano meter, compared to a professional meter, within 10 minutes: 29 mg/dl (nano meter) and 152 mg/dl (doctor's meter). No adverse event reported. It is unknown which test strip lot number was used for the result comparison. The result was taken on lot number (476815) or lot number (476786). Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer also returned test strips with material number 06337538001 and lot number 476815. All testing with returned strips of lot 476815 returned acceptable results.